Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results: within 10 minutes: 33 mg/dl and 180 mg/dl and within 10 minutes: 15 mg/dl and 95 mg/dl no adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.